Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu, (lot # p5l1186) egia60avm egia 60 artic vasc med sulu, (lot # p5m0487) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted laparoscopic small pouch gastric bypass procedure, the first transection to create a jejunal anastomosis on the small bowel was made with the first reload. However, intraoperative bleeding occurred. A tan 45 reload was then fired to join the jejunum, and immediately after firing, bleeding was observed on the inside of the staple line. Approximately 30 minutes later, staple line bleeding was also observed from the last purple 60 reload used for the gastric pouch. A clip applier was used to control the bleeding.